Event description:
Additional information was received on (B)(4) 2012 when the company representative reported that he met with the physician on (B)(6) 2012 and found that the patient has a history of neuro palsy and decreased sensation on the left side of her face however the issue has recently resolved. The patient had the generator replaced prophylactically and following device replacement, the settings were adjusted and the neuro palsy and decreased sensation resolved. The issues do not occur with stimulation on times only and the exact relationship to vns was unknown. There were no medication or programming changes that the physician is aware of. Diagnostics have been performed and the results were ok per the physician but the specific results were not provided. No interventions were taken to prevent a serious injury.

Event description:
It was reported via clinic notes received on (B)(6) 2011 and dated (B)(6) 2011 that the patient has a history of left lower motor neuron facial palsy. The patient also has decreased sensation on the left side of her face. Good faith attempts to obtain additional information have been unsuccessful to date.